Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to procedural conditions as the challenging leaflet anatomy (bi-leaflet prolapse) contributed to the slda and subsequent pml rupture. There does not appear to be any evidence of a product quality deficiency with the device. It should be noted that while there was no change in mr reported, the patient effects of worsening mr and tissue damage (mitral valve injury), are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the deployed clip which detached from one mitral valve leaflet and remained attached to the other leaflet. Additionally, the leaflet was torn. This required an additional clip, which is considered medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4, with a moderate bi-leaflet prolapse. The first clip delivery system (cds 10342845/14) was advanced to the mitral valve. The clip was implanted centrally on the leaflets, with a reduction in mr to 1. After the mitraclip system was removed, a final image was generated to document the result; however, it was observed that the clip had detached from the posterior medial leaflet, and was only attached to the anterior medial leaflet (single leaflet device attachment/slda). The mr had returned to 3-4. Additionally, it appeared that the posterior leaflet was torn. It was decided to implant a second clip to stabilize the slda clip and reduce the mr. The second cds (10342845/15) was advanced to the mitral valve leaflets. The clip was attempted to be placed lateral, and as close as possible to the first clip, but it was not possible to grasp at that position. It was thought that there was a chord in the way of the anterior clip arm. After several unsuccessful attempts it was decided to implant the clip more lateral. The clip was implanted, and the slda clip was stabilized; however, the mr could not be reduced. A third clip was not attempted. The patient was hemodynamically stable and was extubated. The mr remained at 3-4, with two clips implanted. No further treatment is planned. No additional information was provided.